Event description:
The lay user/pt contacted lifescan (lfs) on february 4, 2006 alleging a clean test area message (cta) on his one touch profile meter. A medical affairs specialist (mas) spoke to the pt on february 6, 2006 and obtained/verified the following information: last wednesday night (06) the pt was unable to test on his meter due to the cta message. So he cleaned the meter, but he continued to get the cta message. He then took 70u of his 70/30 humulin. At night he usually takes a set amount of 100u; however, since he was unable to test he only took 70u. The following morning he tried to test several times and obtained the cta again. He did not experience any symptoms and then took 70u of humulin (am readings is based on a sliding scale). In the afternoon, he felt dizzy and "not feeling well." He tried to test and was unable to obtain a reading. His family member took him to the ER where his blood glucose was 295 mg/dl and he was treated with insulin. He was in the ER for six hours and was diagnosed with hyperglycemia. The pt has had the meter for 3-4 years and has been cleaning the meter on a regular basis. The technique of applying blood on the test strip is correct. A customer care agent (cca) had the pt remove the test strips holder and clean the meter and test strip holder and issue was resolved via troubleshooting. Cca did a field exchange with a local pharmacy. Pt mentioned he tested this morning and his reading was 125 mg/dl. The complaint is being reported since the pt was treated for hyperglycemia and was receiving the cta message.